Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The foot deployment issue was unable to be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 0.035; sheath: 8f, 16f; heparin. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a moderately calcified common femoral artery was attempted with proglide devices, using a pre-close technique, via an 8f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, with one proglide device, the foot would not park and the device was removed. The sutures of two additional proglide devices were successfully preplaced prior to the procedure. The sheath was upsized to 16f and the tavi procedure was completed. The successfully preplaced sutures of the two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.